Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging, connected with a cannula. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was missing and we detected a knot in the tube. The original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and we detected a crack inside the filling port. At the patient connector (lla-cone) of the sample we detected also liquid and crystallized drug residues. Moreover, the sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the knot) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition clamp clip was missing and the original wing cap has been replaced with red closing cone. Big top cap was opened and discofix cap was removed. Detected crystallized residue at filling port. Additionally, detected crack at filling port. Further on, detected crystallized residue at male luer lock. Complaint sample was then functionally tested. Red closing cone was removed. No flow was observed. Complaint sample was left for 10 minutes. However, the pump remained not working. No other deviation was observed at the pump. Analysis: complaint samples were dissected by sections to investigate the possible contributor of blockage. Complaint sample was dissected at point a (microbore tube; before male luer lock). Immediately observed flow of solution. As the complaint sample was contaminated with cytotoxic drug, section a was brought back to (B)(4) for decontamination and further investigation. The rest of the samples were disposed at the hospital. After decontamination process was done, section a was tested with leakage test. Section a (microbore tube + mll) was flowing. Conclusion: the blocked section of complaint sample was no longer blocked after tested with leakage test. The most possible root cause for blockage of complaint sample was due to crystallized residue at male luer lock. However, the crystallized residue could have been purged out during decontamination process or leakage test, resulting the blocked pathway to be cleared. Therefore, the complaint is considered as not judgeable. Remarks: corrective measures regarding crystallization inside pump have been initiated and are documented under (B)(4). Justification: with regard to the blocked pump we assess this complaint to be not judgeable. Nevertheless with regard to the crack detected inside the filling port we assess this complaint to be justified. Corrective measures have been initiated and are documented under (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(6): it doesn't incur infusion, patient returned after two days with the pump full of medication.